Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited t-wave oversensing which triggered episodes of atrial fibrillation. The patient was brought into the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture, high capture threshold, and oversensing and the atrial lead exhibited undersensing, far-r oversensing and oversensing which led to pacing inhibition, programming changes were made, the patient was stable.